Event description:
According to the reporter, during an esophageal procedure, the bravo capsule failed to attach to the patient's esophagus. There was no harm to the patient and a repeat procedure was performed once the capsule was retrieved. There was nothing unusual about the patient or the procedure. An endoscopy was performed prior to the bravo procedure and showed the esophagus to be normal. Lubricant was used to facilitate placement of the capsule. No known adverse events were reported.